Event description:
Boston scientific received information that during a generator changeout procedure, this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited high out-of-range (oor) pacing lead impedance (pli) greater than 2,000 ohms along with oversensing. There was no pacing inhibition observed for this patient. Additional information indicated that this patient was not pacer-dependent hence; it was decided to reprogram the device to vvi 40 and electrically abandon the ra lead. The lead was not tested through the pacing system analyzer (psa), as the physician hooked up directly the lead to the new ICD. The ra lead remains in service however the ICD was explanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.